Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. When the results are available a supplemental report will be submitted.

Event description:
It was reported that a hemosphere monitor display screen froze during a demonstration. The demonstration was performed by an edwards representative to hospital personnel. The display screen froze on the physiology screen with the heart and vascular images and hemodynamic information. It would not progress to the next screen. The representative unplugged the system and rebooted it and then there were no further issues. There was no patient involvement.

Manufacturer narrative:
One hemosphere hem1 instrument was returned for evaluation. The system verification test was performed and during the test the touchscreen stopped responding; however, the data continued to display. A known good working oximetry cable was used to test the suspect unit and the touchscreen also stopped responding. When there were no components attached to the hem1, the touchscreen would also stop responding. The solid state drive (msata) was removed from the suspect unit and replaced with a known good working msata. The system verification test was then performed again over 20 times and the touchscreen responded normally. The unit was left to run for 4 hours and the touchscreen responded normally throughout the testing. There were no error messages observed. The insulator and backplane components were replaced as per an upgrade. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was confirmed by evaluation. The root cause was determined to be a defective solid state drive (msata) within the hem1. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. This occurred during a demonstration so there was no patient involvement. Based on the available information no further action is required at this time; however, complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The UDI number is (B)(4).